Manufacturer narrative:
H3, h6: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump was in good physical condition. Functional test found a faulty downstream occlusion (dso) sensor. The cause of the customer reported problem was a faulty dso sensor. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the device had a cassette sensor failure. Per reporter the device was serviced after being returned due to patient's mom advising that the pump was faulty and had failed service and was then sent for repair. The event occurred at patients¿ home. There was patient involvement, and there was unknown signs or symptoms experienced.